Manufacturer narrative:
Pt age: it was reported the patient's age is ">40" the event occurred in (B)(6).

Event description:
Reporter stated the patient's infusion set detached from her body on (B)(6) 2014, and she did not realize this until 6 hours later and was unable to decrease her blood glucose by herself. Her blood glucose was above 550 mg/dl, and she delivered a bolus via the blood glucose monitor. Later, she delivered another bolus via the infusion device and changed the cannula, and she delivered insulin via pen approximately 8- 10 hours later. She was taken to the hospital on (B)(6) 2014 by her husband, and she was diagnosed with diabetic ketoacidosis. She had experienced increased thirst and urination. Follow-up was completed on (B)(6) 2014. She was discharged from the hospital on (B)(6) 2014. The infusion set was discarded and will not be returned for evaluation. The infusion device was requested for evaluation.